Event description:
Patient reported that the lancet protrudes beyond the end-cap of the multiclix lancet device, after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.